Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a ventilator service required code related to the communication between the host and oxygen blending module was found in the ventilator's downloaded error log. The device's interface board was replaced to address the issue.